Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the doctor fooled the IFU and compressed the tissue until finger-tight. The tissue is compressed for fifteen seconds. The doctor pulled the safety lock and squeezed the firing trigger. He knew that a 'crunch' sound would be heard when the firing is completed. He tried very hard to squeeze the closing trigger, but no 'crunch' sound can be heard. He has no way but release trigger. As a result, the staples didn't form a b-shape and the hemorrhoid bled. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: batch # m5214e. Additional information received: what degree of hemorrhoids did the patient have? 3rd degree. What confirmation was received that the device was fully fired? The surgeon knew that the device hasn¿t fully fired as no ¿crush¿ was heard. Where within the gap setting scale was the orange indicator prior to firing? The orange indicator was within the green range and close to the smallest closed staple height. Was the staple line complete? The staple line is incomplete. The staples didn¿t form b-shaped. They are still open. Did the device cut? The device cut. Was the cut line fully circumferential around the target tissue? It cut around 70% of the circumference. If the device fully cut, were all tissue layers present in both donuts when inspected? The donut is the same as normal. How was the bleeding controlled? Suture used. How much blood was loss (ml)? No record of that. Did the patient require a blood transfusion? If yes, how many units were given? No. Did the post-operative care change based on the bleeding? The surgeon prescribe more antibiotics to the patient. What is the current status of the patient? Mild bleeding still occur when the surgeon has a check on the wound on tue (21/7). How was the procedure completed? The surgeon used suture to stop bleeding and sew the wound. The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received: what degree of hemorrhoids did the patient have? Third degree. What confirmation was received that the device was fully fired? The surgeon knew that the device hasn¿t fully fired as no ¿crush¿ was heard. Where within the gap setting scale was the orange indicator prior to firing? The orange indicator was within the green range and close to the smallest closed staple height. Was the staple line complete? The staple line is incomplete. The staples didn¿t form b-shaped. They are still open. Did the device cut? The device cut. Was the cut line fully circumferential around the target tissue? It cut around 70% of the circumference. If the device fully cut, were all tissue layers present in both donuts when inspected? The donut is the same as normal. How was the bleeding controlled? Suture used. How much blood was loss (ml)? No record of that. Did the patient require a blood transfusion? If yes, how many units were given? No. Did the post-operative care change based on the bleeding? The surgeon prescribe more antibiotics to the patient. What is the current status of the patient? Mild bleeding still occur when the surgeon has a check on the wound on tue (B)(6). How was the procedure completed? The surgeon used suture to stop bleeding and sew the wound.